Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient. Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
-Patient medications: acetaminophen, gabapentin, apixaban, heparin, aspirin, hydromorphone, oxycodone, pregabalin. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on june 18, 2025, from the medrio study database: on (B)(6) 2022, this 76-year-old male patient underwent an endovascular procedure for a pararenal aortic aneurysm. The patient was treated with multiple gore® devices including three gore®dryseal flex introducer sheath devices. The sites were accessed percutaneously on the left and right femoral arteries and by cut down on the left arm. The gore® devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. The patient was discharged from the hospital on (B)(6) 2022. On (B)(6) 2022, the patient was noted to have a right femoral pseudoaneurysm. The adverse event was related to vascular access related to the femoral artery. Treatment was not required for this adverse event. The outcome of this adverse event is noted to be ongoing.

Manufacturer narrative:
Addition section b.

Event description:
It was reported that on (B)(6) 2025, there was a reintervention, the right femoral pseudoaneurysm was repaired. The patient tolerated the reintervention.